Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced vomiting and high blood glucose level, which was self-treated with a bolus. It came down 15-20 points but then it went back up. Subsequently, the patient visited the emergency room and was later admitted to the hospital. Patient's blood glucose level when admitted to the hospital was 440 mg/dl. Upon removal of the infusion set, the cannula was found to be bent. The patient had been in hospital for three days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.